Event description:
It was reported by the sales rep that the cord cutter's internal mechanism was failing. During in-house engineering evaluation, it was determined that visual observations revealed that the device had some marks of wear/use with the handle that worked well without any obstructions identified but the inner shaft was not returned; therefore, the functional test could not be performed. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary:the device was received and evaluated. Visual observations reveals that the device has some marks of wear and use as usual on these type of reusable devices. The device's handle works well, no obstructions were identified. The inner shaft was not returned; therefore, the functional test cannot be performed. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. Since the inner shaft was not returned we are unable to perform a functional test, therefore, we cannot provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot : as no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.